Event description:
Claim alleges: persistent pain and discomfort in his groin, right hip and lower back as well as a sensation of grinding and clicking deep in his hip. An MRI revealed a fluid collection in his right hip and a metal alloy blood test evidenced levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.